Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of one sheath tab broke off completely during removal was confirmed. The customer returned one peel-away sheath. The returned sheath was broken into two pieces. Visual examination revealed the sheath was broken along the score line on one side only; therefore, the entire sheath remained attached to one tab. The sheath body appeared securely attached to that one tab. The other tab was returned separated from the sheath. The tear marks on the separated tab are along the score line and they appear typical. Inside the separated tab was smooth where it was once attached to the sheath body. Microscopic examination of the sheath body revealed an outline where the tab had been attached. A device history record review was performed and did not reveal any manufacturing related issues. The sheath tab is designed to remain attached to the sheath body to facilitate the sheath removal from the patient. The probable cause of this complaint issue is manufacturing related since the sheath tab separated from the sheath body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that insertion into the patient's right basilic vein above the antecubital fossa was performed without issue. The issue occurred when they went to remove the peel away sheath. One side of the peel away sheath came away without snapping. This left the PICC completely surrounded by the peel away sheath and with only one side of the orange break away piece attached. The PICC remained in place, the user managed to eventually remove the sheath manually, and applied the dressing as per usual. There was no reported delay, death, or complications to the patient as a result of this occurrence.